Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description while doing the preventive maintenance device started alarming with te231008. No patient involved.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'te231008 o2 valve leak' during maintenance. The hamilton-t1 may display the technical event te231008 during the self-test phase, during maintenance procedures, or even while the device is actively ventilating a patient. In this specific case, the te occurred during maintenance. Even if this event occurs during patient ventilation, the device continues to ventilate without any compromise to patient safety or ventilatory performance. Te231008 serves as a notification to the user indicating that a technical irregularity has been detected and may require attention or follow-up. It does not indicate a loss of function, nor does it affect the ongoing ventilation of the patient. Replacement of o2 mixer assembly resolved the issue. This case is considered closed.